Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer complained about the unit having a pump error pump error , pump error , unresponsive keypad, and exposure to moisture on event date of (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Successfully downloaded history files and traces using thus. No pump error or pump error alarms during testing. Device error was present in the history download on event date of (B)(6) 2022 at 08:47:55.000. Esf# (B)(4) , file number=121, line number=752. Pump error was present in the history download on event date of (B)(6) 2022 at 08:49:03.000. Esf# (B)(4) , file number=121, line number=602. Pump error was present in the history download on event date of (B)(6) 2022 at 20:43:03.000. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found moisture damage on electrical board 1. Motor was isolated from the device and tested ok the following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay. Pump error was confirmed, problem isolated to electronic assembly. Pump error not confirmed. Pump error confirmed. Unresponsive keypad not confirmed. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and multiple insulin pump error alarm. Customer stated that insulin pump was not exposed to high magnetic environment. Customer was unable to clear alarm. Time clock was advanced. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer was able to access menu screen. Customer stated that unable to select to rewind. Customer stated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.